Event description:
Boston scientific received information in (B)(4) 2007 that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead system was implanted. During the pre-discharge system check, the physician identified individual vs (ventricular sense) beats within the annotated vp (ventricular pace) marker followed by an intrinsic beat. This pattern was consistent with four paced beats with one sensed beat. This pattern occurred at paced rates of 80-90 ppm. At 110 ppm, consistent capture was identified down to 0.8 volts. Boston scientific's technical services (ts) discussed the possibility that an occasional premature ventricular contraction (pvc)/premature atrial contraction (pac) came through at lower paced rates but was overdriven at rates of 110 ppm. Boston scientific received information from the field that this was the result of a loss of capture issue. Subsequent device/lead checks could not reproduce consistent capture at 110 bpm. The reported lead impedance was 600-616 ohms and the measured r-waves were 3-6 mv. The physician planned to check the system in ten days. If the pacing threshold improved then no intervention was planned. If pacing threshold stayed the same or worsened, the physician planned to perform a lead revision procedure. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and this lead was repositioned in 2007. Boston scientific received information that this patient died in (B)(6) 2009. The cause of death was not reported. No report that the rv defibrillation lead caused or contributed to the patient's death. The rv defibrillation lead was received at boston scientific's return products department in (B)(4) 2013.

Manufacturer narrative:
Three terminal leg segments (is-1:77 mm, df-1 (positive):65mm, df-1 (negative): 69 mm) of the right ventricular (rv) defibrillation lead were returned to boston scientific's post market quality assurance laboratory. Set screw marks were identified on all of the terminals. This is consistent with contact of the device's set screws with the rv defibrillation lead's terminal pins. The terminal pins were put through and passed electrical continuity testing. No anomalies were identified.